Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted due to abnormal sounds coming from internal portion of lvad pump. Audible increase and decrease of motor can be heard from internal pump. Consistent fluctuations in rpm's by 200 noted. Patient admitted to rule out (r/o) pump thrombosis. External percutaneous lead has no indication of wear or weak areas. Echo completed and appropriate drainage noted at the inflow cannula.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.